Event description:
(B)(4). My symptoms started not long after having essure implanted. It started with rashes on my inside arm elbows, down my arms, on my legs. Then my symptoms moved to major migraines, which lasted around 2 years. My symptoms today include major hair loss, heavy to hemorrhaging periods. And just recently severe ankle joint pain, to point where I can barely walk when I get up in the morning.